Event description:
On (B) (6) 2010, vent alarm sounded, gui screen went blank, unit stopped functioning. Bio-med ran full diagnostic test and unit passed. Next run 24 hrs on test lung without problem. Unit ok for use. On (B) (6) 2010, unit put back in use. It ran approx 12 hours then failed again. The second failure was just like the first. Unit taken to bio-med. Factory service rep looked unit over and determined cause likely to be a cpu failure. New cpu ordered, repair pending. No patient harm in either event.